Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the universal battery charger (ubc) made noises, got hot when in use, and did not charge batteries anymore. The ubc was exchanged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the universal battery charger (ubc) making noises, getting hot, and not charging batteries were not confirmed. During the evaluation of (B)(6), there was no issue found. The unit system booted up as intended. The system functioned as intended and no anomalies were found. All slots were able to charge batteries. There were no atypical noises or temperature changes in the unit. Preventative maintenance was performed and all old labels were removed. The unit was returned to the rental pool. A root cause for the reported events cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 23may17. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The universal battery charger instructions for use (IFU) explains under the responding to advisory messages how to troubleshoot any errors or alarms. The universal battery charger instructions for use (IFU) states under the precautions section: "the metal contacts inside the ubc pockets should be kept clean and dry. Do not expose contacts to water, moisture, dirt, etc." No further information was provided. The manufacturer is closing the file on this event.